Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. The lead was capped and replaced with leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.